Event description:
The dr claims that the fabric was implanted at another hospital on 4/7/98, on the pt's vaginal vault, for a stamey mason procedure. The dr used this procedure to elevate the neck of the bladder in order to decrease incontinence. On, or about 7/15/98, the fabric was found to be inflamed, infected and had eroded into the bladder. The fabric was then explanted. The condition of the pt is not available at this time.